Event description:
(B)(6), rn reported pump is giving error message about air in the line and pump may need to be replaced. Unk if pt missed a dose, no ade reported; unk if device available for return. Unk if md aware, unk lot / expiration. No further info provided, pump is used to infuse gamunex-c 10% at above dose and frequency indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by health professional.